Event description:
A report was received that the patient had developed an infection at the midline incision of the leads. Symptoms of infection include redness and swelling around the midline incision. The physician believed that the infection was not device related, and maybe airborne during the procedure. The patient was administered intravenous antibiotics and was reportedly doing well.

Event description:
A report was received that the patient had developed an infection at the midline incision of the leads. Symptoms of infection include redness and swelling around the midline incision. The physician believed that the infection was not device related, and maybe airborne during the procedure. The patient was administered intravenous antibiotics and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the infection was believed to be contracted from the hospital during the procedure and was not device related. The patient was prescribed antibiotics and all signs of infection were gone. The incision look good and the scheduled explant was cancelled. Additional information was received that the infection came back and symptoms were swelling and fluid at the incision site. The patient underwent a revision procedure wherein the physician cleared the superficial infection and removed the affected tissue. Antibiotics were administered in the incision. The physician did not know if the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the infection came back and symptoms were swelling and fluid at the incision site. The patient underwent a revision procedure wherein the physician cleared the superficial infection and removed the affected tissue. Antibiotics were administered in the incision. The physician did not know if the infection was device or procedure related. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory

Event description:
A report was received that the patient had developed an infection at the midline incision of the leads. Symptoms of infection include redness and swelling around the midline incision. The physician believed that the infection was not device related, and maybe airborne during the procedure. The patient was administered intravenous antibiotics and was reportedly doing well.